Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver baclofen and morphine (concentrations and doses unknown), indicated for intractable spasticity and myelopathy. It was reported that the patient traveling and needed options to get her pump interrogated because she was having a reaction. The patient reported that on (B)(6) 2018 she was vomiting and had diarrhea. The patient went to the emergency room (ER) last night ((B)(6) 2018) and had two bags of intravenous (IV) fluid. The patient stated that her pain is horrible, and she doesn¿t think her pump is working. Patient services provided the patient with physician listings and informed the patient that she could ask the hospital to contact the local manufacturer¿s representative in the area to check her pump. No further complications were reported.